Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates that patient underwent surgical intervention wherein the ipg was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient had infection at the ipg site. As such, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date in related manufacturer reference number: 3006705815-2022-18804 should have been jan 3, 2025 rather than jan 3, 2023.